Manufacturer narrative:
A siemens customer care center (ccc) specialist dispatched service to the customer site. A siemens customer service engineer (cse) evaluated the instrument and determined that the source of the smoke was because of a burnt fuse from the primary control board (pcb), transformer connector pcb, and transformer. The laboratory director decided to forgo repairs, as replacement instruments had been ordered prior to the event and this instrument will undergo a de-installation. No further evaluation of the device is required.

Event description:
The customer contacted a siemens customer care center (ccc) specialist and reported that visible black smoke was emitted from the rear of the dimension exl with lm instrument. The instrument was automatically shut off. The customer turned off the reagent management system (rms), which was still running. There are no reports of injury to staff or damage to property. Patient samples were sent out for testing on an alternate instrument.